Manufacturer narrative:
(B)(4). Batch # :unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences?.

Event description:
Cutting issue. It was reported that the patient's indication is rectum cancer. During the laparoscopic radical resection of rectal cancer surgery,when severing the rectum and sigmoid,after fired, could not removed the device, after checking, noted the tissue was not cut off, changed another new device to re-anastomose and used suture to oversew.

Manufacturer narrative:
(B)(4). Date sent: 02/4/2020. Additional information was requested, and the following was obtained: were there any patient consequences? Unobtainable.